Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and performed a final system test on the e-100 generator on 04/25/2023. As the unit was returned after pm, failure analysis was not required. This unit was installed into the test system and it worked fine with synchro seal instrument installed. Synchroseal with a saline dipped gauze in the jaws was used and yellow pedal/sync activations cut/seal were fired about 20 times and e-100 worked fine without any issue. 10 manual power cycles were performed and power led worked as normal.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the e-100 generator not working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the e-100 generator for preventive maintenance. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The customer reported complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the e-100 generator was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup generator. The e-100 generator was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in patient information and adverse event or product problem was either unknown, unavailable, not provided, or not applicable. The expiration date for model # is not applicable. Field implant date and explant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address is not available.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the vessel sealer instrument was not working. The technical support engineer (tse) asked the customer to check the power and instrument led from the e-100 generator. The customer stated that both leds are red. The tse also asked the customer to reboot the e-100 generator by pressing the power button for three seconds and perform a hard power cycle with turning its circuit breaker; however, it did not resolve the issue. Tse informed the surgeon that a replacement of the e-100 generator was needed. Surgeon was able to finish the surgical procedure without the e-100 generator. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: two problems occurred during the surgical procedure. Firstly, targeting was repeatedly not possible despite rebooting. This was solved by the intuitive staff member who came later. Secondly, the generator was defective and was exchanged for a replacement generator. The surgical procedure was completed well with a backup generator. There was no injury to the patient. The procedure duration was prolonged (estimated at least 30 to 45 minutes). The total operative time was 274 minutes.